Manufacturer narrative:
Section e updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that found image acquisition system (ias) was not getting ac green indicator on battery panel readout. Not allowing batteries to charge. Mobile viewing station (mvs) was getting 120v at the power printed circuit board assembly (pcba), ias line filter also has 120v. Measured 120v at the battery connector. Found the ac breaker was flipped. Moved back to on position. Made sure ac power getting to the indicator and waited for batteries to charge. System was charging from one indicator to four indicators. Took measurements at each battery pack, all reading normal. Tested system checkout per, system was shooting x-ray and 3d spins. Released back to service. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that the system would not expose/take x-ray shots. Site attempted swapping out handswitch with one from a known working imaging system and issue did not resolve. Patient was present and no other information available.